Manufacturer narrative:
D10: concomitants: 5584685, 02-012-60-1425 - logic stem ext 14mm x 25mm. 5551567, 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. 5605495, 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. 5668251, 200-07-35 - advanced patella 35mm 3 peg implant. 5598096, 204-70-00 - tibial stem ext. Screw. Pending investigation.

Event description:
As reported via legal documentation a 60 y/o male patient had a left knee replacement on (B)(6) 2018. Approximately 4 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2023. Diagnosis: failed left knee secondary to early polyethylene wear and aseptic loosening of the femoral componenet. Significant scar tissue and synovitis seen. Patient was awakened and transferred to the recovery room in stable condition.

Manufacturer narrative:
1038671-2024-05013 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.